Manufacturer narrative:
The customer reported observing a falsely elevated potassium result with the ict sample diluent. As part of troubleshooting, the customer reran the sample using the same ict sample diluent and generated the expected result. Quality controls were within range at the time of the incident. A search by product did not identify an increase in complaint activity related to the issue under review. A review of tracking and trending for the ict sample diluent did not identify any trends related to the complaint issue. Device history review did not identify any nonconformances or deviations associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module, serial number (B)(6) or the ict sample diluent was identified.

Event description:
The customer reported falsely elevated potassium results generated on the architect c8000 processing module for one sample. The following data was provided: sid (B)(6): initial report = 6.5 mmol/l, repeat = 4.8 mmol/l. Per the customer discrepant results were not reported out to the medical provider. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 1g06-01 that has a similar product distributed in the us, list number 1g06-11/-98. A1 patient identifier: complete sample ID is (B)(6).

Event description:
The customer reported falsely elevated potassium results generated on the architect c8000 processing module for one sample. The following data was provided: sid (B)(6): initial report = 6.5 mmol/l, repeat = 4.8 mmol/l. Per the customer discrepant results were not reported out to the medical provider. No impact to patient management was reported.